Event description:
As the consumer removed the johnson & johnson first aid tape from a wound on her left foot, it left a 3 inch gouge in her skin. The wound continued to bleed and the consumer needed medical attention. The consumer visited a doctor, who diagnosed her wound as a burn. The doctor prescribed silvadene to treat the wound.